Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(4) that the compact air drive device reverse trigger was blocked. During service and evaluation, it was observed that the device trigger was blocked and jammed. The device also failed the following pre-tests: check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system) and check triggers for forward / reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.